Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that elevated pacing threshold and low pacing impedance was noted upon lead analysis during generator change. The decision was made to cap and replaced the rv lead. The new rv lead was implanted without complications. The patient¿s condition remained stable before, during and after procedure.